Event description:
This patient was admitted to the hospital with angina and a positive stress test. Angiography revealed severe, diffuse disease in the lcx, a descrete 80%, b1 type stenosis in a tortuous om1, and a 95%, c-type, in-stent restenosis of a previously placed bare metal stent in the mid rca, as well as diffuse disease in the proximal and distal rca. Heparin, plavix and intgrillin were administered intra-procedure. A jr4 guide catheter and a pt2 wire were used to access the lesions in the rca. The lesion was predilated with a 2.5 x 20mm voyager balloon inflated multiple times to maximum of 16 atms. The physician advanced a 3.0 x 33mm cypher stent into the distal rca and deplyed to 15 atms. Then, a 3.0 x 23mm cypher stent was advanced in order to cover the proximal aspects of the vessel disease; however, the stent would not cross. A wiggle wire was advance along side of the pt2 wire as a buddy wire. The stent was then able to cross the lesion and was deployed to 16 atms. The stents were overlapping. The entire stented segment was post dilated with a 3. 5 x 23mm powersail balloon inflated to a maimum of 20 atms. There was a 10% residual stenosis with brisk flow and no dissection noted. The lcx/om1 was quite tortuous and difficult to navigate. The takeoff of the vessel was severely retroflexed. A 6fr xb 3.5 guide catheter was used to cannulate the artery. The physician attempted to pass a pt2 guidewire, but it would not advance. He then directed a whisper wire, supported by a 2.5 x 8mm voyager balloon, into the om1 and into the distal vessel with great difficulty this straightened the retroflexed ostium. A second whisper wirer was advanced down the vessel for additional support. The lesion was predilated with a 2.5 x 8 mm voyager balooon inflated to 6 atms. A 2.5 x 13mm cypher stent was advanced to the lesion, but it would not cross the site; the cypher was withdrawn from the patient. The whisper wire was removed and replaced with a wiggle wire. The physician again attempted to advance the 2.5 13mm cypher stent, but it still would not cross the lesion site. The cypher was again removed from the patient. The lesion was predilated again with the 2.5 8mm woyager balloon inflated to 10 atms. The physician was ten able to deliver the 2.5 13mm cypher stent to the lesion site and deploy it to 12 atms. There was no residual stenosis, normal flow and no dissection noted. The procedure was completed and the patient was dischaged from the cath lab in stable condition. Several days post procedure, the patient experienced persistent nausea and intermittent chest pain lasting from five to 15 minutes. The following day, he felt very ill with vomiting, sweating, and a mild fever. These symptoms persisted over the weekend; however, the patient did not call his physician or report to the ER. On the following monday ( six days post procedurei,) the patient reported to the ER. Cardiac enzymes revealed a troponin level of 12.ventriculography revealed a lvef of approximately 30% (visula estimate) with a akentic inferior wall and a skinetic posterobasal wall. Angiography revealed subacute thrombosis of the two cypher stents in the rca and the cypher stent in the om1. Due to the amount of time that had elapsed from the onset of the patient's symptoms, coupled with the fact that the patient was not without chest pain, the physician concluded that an attempt to re-establish flow would be minimally successful. The decision was made to treat the patient medically. The patient survived this and was in stable condition at the time of report.

Manufacturer narrative:
This is one three reports submitted for the same patient. Please reference MFR. Report #'s: 300742446-2006-00449, -0450, and -00451. Additional information will be submitted within 30 days from receipt.